Event description:
It was reported the patient had no stimulation sensation. It was noted the patient had not felt stimulation since yesterday. It was further noted the patient charged their implantable neurostimulator (ins) to complete. The reporter stated their patient programmer was telling them the ins battery was depleted. The reporter further stated their patient programmer was not working. It was noted the patient replaced the batteries in the programmer and they were now getting a poor communication screen. It was further noted the patient was using the antenna with the programmer. It was noted the patient tried the programmer without the antenna and they saw an empty battery icon and the ins icon behind it. The reporter stated the battery in front of the ins was empty or blank. The reporter further stated they charged their ins to complete yesterday. It was noted the patient charged for two hours yesterday. It was further noted the patient was saw all eight coupling boxes shaded in. The reporter stated that 3/4 of the battery was flashing. The reporter further stated they tried to turn stimulation on while recharging and it was not doing anything. Additional information was requested, but was not available as of the date of this report.

Manufacturer narrative:
Concomitant medical products: product ID: 97740, serial# (B)(4), product type: programmer, patient. Product ID: 9 7754, serial# (B)(4), product type: recharger. Product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2013, product type: lead. Product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2013, product type: lead. (B)(4).

Event description:
Additional information received reported the patient received assistance from their healthcare professional or a manufacturing representative and their concerns were resolved. It was noted the patient had an appointment on 2014 (B)(6).